Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to high pacing impedance greater than 2000 ohms.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approximately 23 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The inner conductor coil was found fractured. This broken contact was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection showed a rubbed through insulation approximately 11 cm distal to the is-1 connector pin which most likely resulted from interaction with another implantable device such as the generator or the nearby lead. In addition, deformations of the outer conductor coil were detected. The distal part of the lead was found partly pulled out of the ring electrode. As the root cause of the observed damages, tensile forces applied during the extraction procedure should be taken into consideration. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.